Event description:
The customer reported that she received an off no power alarm on the insulin pump. The customer stated she was having to change the battery every week and received a low battery warning. The insulin pump reportedly powered off after fifteen minutes. The customer stated the batter in use was previously used. The customer did not have new battery. The customer stated that there were three occurrences of the off no power alarm in less than 24 hours after a low battery warning. The customer did not know her blood glucose level. Noting further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.